Event description:
When lumbar drain pulled two days post-op, drain broke and a fragment remained in lumbar area in region of lumbar 2-lumbar 3 spinous process. Required a return to or to remove the fragment.